Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. During the procedure, the right ventricular lead exhibited an insulation breach. The insulation was noted to be crumbling when detaching it from the device. It was noted that the impedance and capture thresholds had slightly increased. On (B)(6) 2019, the lead was capped and replaced. Patient was stable throughout.